Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5110273. That a female who underwent an unspecified breast surgery with an unknown mentor saline breast implant experienced unknown sided skin reaction post procedure. The patient reported that a tiny blister like rash began on the left side of her neck and spread to both her eyes. Then it was between her eyes on her forehead, below her bottom lip and inner side of her left ankle. It began spreading to other places on her face in clusters. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on july 25, 2022 indicated that the patient also experienced bilateral deflations. Patient ethnicity is caucasian and her age at the time of event was 43 years old. Patient also stated : rheumatoid arthritis and severe pain in her joints/back and entire chest region, especially between her breasts and on each side of each breast implant., skin rashes on face, neck and both eyes. Device lot number on both sides: 222419, cat#: 3501660. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).